Manufacturer narrative:
Additional information provided suggests that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc. The information that was submitted under manufacturer report number 3002808486-2021-00061 follow-up #2 should have been transferred to cook inc. At the time. This follow-up number 3 serves as a correction for that information as it, and any other information that was previously submitted under manufacturer report number 3002808486-2021-00061 will be transferred to cook inc. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided suggests that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.

Manufacturer narrative:
The investigation was reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: depression, anxiety, fear, pain, and stress. Unknown if the reported depression, anxiety, fear, pain, and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received alleges the following: the patient was implanted with a tulip inferior vena cava (ivc) filter on (B)(6)2004. A review of the patient's computed tomography (CT) scan was performed approximately 15 years and 7 moths later which revealed the following; the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted anteriorly and medially and the hook does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 20 mm. One (1) anterior strut perforates the ivc wall 20 mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 20 mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 15 mm and contacts the l3 vertebral body. One (1) lateral strut perforates the ivc wall 18 mm and resides within the soft tissues. It is further alleged that the patient experienced anxiety, fear, depression, pain, and stress.

Event description:
Per a report from computerized tomography (CT): "the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted anteriorly and medially and the hook does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 20mm. One (1) anterior strut perforates the ivc wall 20mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 20mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 15mm and contacts the l3 vertebral body. One (1) lateral strut perforates the ivc wall 18mm and resides within the soft tissues. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified".

Manufacturer narrative:
Additional information: investigation. The following allegations have been investigated: tilt. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Reporter occupation: non-healthcare professional. PMA/510(k) k172557. Summary of investigational findings: the following allegations have been investigated: perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on an unknown date. It is alleged that the [pt] was injured by perforation. Hospital and medical records have been requested but not yet provided."